Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. The lay user/patient contacted lifescan (lfs) in 2009, alleging that the meter stopped powering on after it was accidently dropped in the toilet. The reported incident occurred two days prior, at morning. She claimed later in the evening, she was "crashing" and had symptoms of shakiness, sweats, and rapid heartbeat. She administered self-treatment with crackers and peanut butter. No other forms of treatment were reported. The product did not malfunction since there was indication of misuse; however, this complaint is being reported because the patient allegedly became hypoglycemic after the meter stopped powering on. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.